Event description:
The following was reported to hamilton medical ag: battery and o2 cell alarms during self inspection. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hospital analysis:the equipment has been left unused in the department for a long time, resulting in battery damage and oxygen battery failure due to prolonged use. Battery life expectancy: the lifetime of a battery is defined by the capacity loss. A li-ion battery's capacity is lowered due to the charge/discharge cycles, as well as elapsed time, that is, a un-cycled battery also loses capacity. Given normal storage and use, you can expect the battery to deliver 75% or more of its initial capacity after 300 charge/discharge cycles or within 2½ years of its manufacture date. Hamilton medical recommends replacing a battery when the capacity is reduced to 75% of its designed capacity. (Hamilton-c2/c3: 6600 mah; c1/t1 4300mah). Cycle numbers (cy.) And full charge capacity (fc.) Are provided in the page no 1102 in the service software of hamilton-c2. The battery's manufacture date is stamped on top of the battery connector (ieyywwvv). The date is encoded as follows: in the example ie110221, the year is 2011 (11), the week is (02), and the software version is (21). The hamilton-c2 software version 2.1.1 checks the battery capacity and does not accept weak batteries. Batteries with a capacity loss of more than 25% generate the error message "battery calibration required". Storage hints: never store a battery in a discharged state. Recharge batteries every 6 months. Store below 25°c. The ideal range is between 5°c and 21°c. If the storage temperature exceeds 25°c during this 6-month period, the shelf life for the batteries is reduced. Be sure to recharge these batteries periodically. Maintenance hints: when the battery is used in a device, we recommend you perform a calibration cycle on the battery charger pn 369104 once per year during preventive maintenance. Be sure you are using a revision 07 or higher charger, as the new batteries (pn msp369106) cannot be calibrated with older versions. Periodic use of the battery can extend the battery lifetime. Periodic use helps the batteries calibrate themselves (pn msp369106 & msp369108 only). When a ventilator is not in use, connect it to the main power source for 1 hour every week and then disconnect it. This helps the batteries calibrate themselves. Warranty: batteries are consumable parts. Therefore, they are excluded from the standard warranty, except in the case of out-of-box failures.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hospital analysis:the equipment has been left unused in the department for a long time, resulting in battery damage and oxygen battery failure due to prolonged use. Battery life expectancy: - the lifetime of a battery is defined by the capacity loss. A li-ion battery's capacity is lowered due to the charge/discharge cycles, as well as elapsed time, that is, a un-cycled battery also loses capacity. Given normal storage and use, you can expect the battery to deliver 75% or more of its initial capacity after 300 charge/discharge cycles or within 2½ years of its manufacture date. - hamilton medical recommends replacing a battery when the capacity is reduced to 75% of its designed capacity. (Hamilton-c2/c3: 6600 mah; c1/t1 4300mah). - cycle numbers (cy.) And full charge capacity (fc.) Are provided in the page no 1102 in the service software of hamilton-c2. - the battery's manufacture date is stamped on top of the battery connector (ieyywwvv). The date is encoded as follows: in the example ie110221, the year is 2011 (11), the week is (02), and the software version is (21). -the hamilton-c2 software version 2.1.1 checks the battery capacity and does not accept weak batteries. Batteries with a capacity loss of more than 25% generate the error message "battery calibration required". Storage hints: - never store a battery in a discharged state. - recharge batteries every 6 months. - store below 25°c. The ideal range is between 5°c and 21°c. - if the storage temperature exceeds 25°c during this 6-month period, the shelf life for the batteries is reduced. Be sure to recharge these batteries periodically. Maintenance hints: - when the battery is used in a device, we recommend you perform a calibration cycle on the battery charger pn 369104 once per year during preventive maintenance. Be sure you are using a revision 07 or higher charger, as the new batteries (pn msp369106) cannot be calibrated with older versions. - periodic use of the battery can extend the battery lifetime. Periodic use helps the batteries calibrate themselves (pn msp369106 & msp369108 only). - when a ventilator is not in use, connect it to the main power source for 1 hour every week and then disconnect it. This helps the batteries calibrate themselves. Warranty: batteries are consumable parts. Therefore, they are excluded from the standard warranty, except in the case of out-of-box failures. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: battery and o2 cell alarms during self inspection. No patient involvement.